Event description:
The customer reported that during a patient procedure, using a glidescope video baton quickconnect large, the light cut out and the image became too dark to visualize after the video baton was inserted into the patient's mouth. It was reported that the video baton was physically damaged and cracked on the plastic covering the camera. No delay in the procedure, use of a backup device, or harm to the patient was reported.

Manufacturer narrative:
The customer declined the option to have their glidescope video baton quickconnect large returned to verathon for evaluation. Since the device was not returned to verathon for evaluation, the cause could not be determined. Review of complaint history for the reported smart cable serial number: (B)(6) did not identify any previous complaints reported to verathon. Trending analysis for the glidescope core smart cables does not identify any trends exceeding acceptable limits. Review of the system risk assessment confirmed that the risk associated with the hazardous scenario has been adequately captured and characterized. Corrective action is not required at this time. Verathon will continue to monitor for trends.